Event description:
Reportedly, when the ventilator was switched from ac to battery operation, it alarmed device alert and stopped ventilation. The battery voltage was found low. Please note that there was no patient involvement in this case.

Manufacturer narrative:
Evaluation summary: the reported problem was confirmed after evaluation of the returned battery. The returned battery was charged for 48 hours and the voltage was measured. The voltage was 10.52v and confirmed low (it should be between 13.5v and 13.8v). This led to a conclusion that the returned battery was no longer maintaining a charge. The cause of the low battery was not determined. Please note that we have implemented a new battery test last year and is evaluating additional improvements for further enhancements to assure the quality of batteries. At the same time, we have reassured distributors to educate users to review the operator's manual, how to properly handle ventilators, so that maximum battery life can be maintained. The replacement battery was sent to customer to fix this issue.